Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: unk versys hip system femoral head. Unk zimmer trilogy cluster acetabular shell. Catalog#: 00885100832 neutral liner 32 mm i.d. Size gg lot#: 62130896.

Event description:
It was reported patient underwent a revision procedure approximately six years post-implantation due to trunnionosis with metallosis and abductor muscle necrosis, taper corrosion, pseudotumor. It was noted that metallic stained fluid was found and evidence of metal debris, both abductor muscle necrosis and capsular tissue necrosis involving 30% of abductor muscles along with evidence of extensive corrosion inside the femoral head and the taper. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Corrected d7: stem not explanted. D11: zimmer trilogy acetabular shell, cat. No. 00-6200-052-22, lot no. 60987950. Zimmer trilogy longevity crosslinked liner, cat. No. 00-6305-050-32, lot no. 61100560. Versys femoral head, cat. No. 00-8018-032-02, lot no. 61135465. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2020-00046.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records identified the following: five years post implantation patient presented with pain and elevated metal ion levels. MRI results were consistent with extensive corrosion at the head/taper junction and pseudotumor. There was evidence of metal debris, abductor muscle necrosis and capsular tissue necrosis. Patient underwent a revision surgery: the stem and shell were well-fixed and left in place, head and liner were replaced. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Explant date: patient underwent a revision procedure in (B)(6) 2016. Concomitant medical products: item# unknown, unknown liner, lot# unknown. Item# unknown, unknown cup, lot# unknown. Item# unknown, unknown head, lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event; please see associated reports: 0001822565-2019-02420: head, 0001822565-2019-02421: liner, 0001822565-2019-02423: cup.

Event description:
It was reported that the patient had revision due to unknown reason.